Manufacturer narrative:
Device will not be returned for evaluation. (B) (4)

Event description:
The repair was for a large tear of the rotator cuff. The anchor was placed as the primary anchoring device. The surgeon could not tension the device, so the repair was unsuccessful. The surgeon attempted to retention with our retentioning device. The anchor was left in place and no additional anchors were placed as it was deemed that the cuff was beyond repair.